Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to resolve the issue. During the supply change, multiple cartridge change error messages occurred with multiple cartridges during the loading process. Additionally, the pump displayed a static of 60 units after filling the cartridge with 300 units of insulin. The customer could not recall if it displayed an accurate amount. Customer's blood glucose was 360 mg/dl. The customer reverted to manual injections for insulin therapy.